Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl and treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 500mg/dl at the time of the call. Troubleshooting was performed and found that the pump alarmed no delivery but that the customer was able to prime and rewind the device. No further assistance or high blood glucose troubleshooting was necessary. The product was not returned for analysis.